Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-7300ds dissector became extremely hot. This was discovered during a procedure on (B)(6) 2024. Additional information received on 10/3/2024: the dissector did not produce smoke. No operating room staff or patient was harmed by the overheated dissector. The case was completed using a new ar-7300ds with the settings turned down to 2000. A dualwave outflow tubing, a pump, and vacuum/wall suction were not used during the case. There was no uninterrupted flow of irrigation through the device while in use. The ar-7300ds dissector was used in oscillation and forward direction. The case was delayed fifteen minutes without additional anesthesia.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to insufficient fluid flow during use.